Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The following information was reported: medial migrating lag screw of the gamma4.